Event description:
It was reported that the patient underwent a replacement surgery of an artificial urinary sphincter (aus) due to an unknown reason. No information about the patient outcome is available at the moment. Additional information was received that the patient experienced recurring leakage.